Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd precisionglide¿ specialty use sterile hypodermic needle was found with foreign matter as ¿the doctor noticed a tiny piece of plastic on tip of needle before use on patient.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: no samples or photos were available for evaluation by the manufacturing plant. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Without an investigation a quality engineer could not determine a root cause or any corrective actions. A device history record was performed on the reported batch and found zero defects noted during production. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.